Manufacturer narrative:
Device identification was updated. Relevant fields of sections d and g were updated. The cobas 8000 cobas ise module serial number was (B)(6). The calibration data provided was acceptable. Qc was acceptable. There is no indication of a reagent performance issue. "Abnormal aspiration" flags were observed on the alarm trace data. These flags are indicators of possible poor sample quality. The field service engineer (fse) found an issue with the reference electrode and replaced it. The ise flow path was cleaned. Calibration, qc, an ise check, and precision testing all passed. The service actions (replacing the reference electrode) resolved the issue.

Manufacturer narrative:
The electrode lot numbers with expiration dates were not provided.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na), potassium (k), and chloride (cl) on a cobas 8000 cobas ise module (double). The initial na result was 155 mmol/l. The repeat result was 136 mmol/l. The initial k result was 4.3 mmol/l. The repeat result was 3.7 mmol/l. The initial cl result was 78 mmol/l. The repeat result was 98 mmol/l. The repeat results were believed to be correct. The questionable results were not reported outside of the laboratory.